Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server website, data was unable to load or open to access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server website, data was unable to load or open to access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server had failed to load the data in website server and not opening. A technical support specialist (tss) stopped and disabled the extract transform load (etl) process. Then opened a new query window in sql server management studio (ssms) and ran a truncate command on the dbo.sysssislog table in the dsserverreports database. Afterward, enabled the etl and manually executed it to confirm that the etl jobs ran successfully. The system functioned as intended after the technical support specialist troubleshoots the device.

Manufacturer narrative:
D4: unique device identifier (UDI). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server website, data was unable to load or open to access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.